Manufacturer narrative:
Block b3: exact date unknown, event occurred august 2025. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7083798, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 36190071, UDI: (B)(4).

Event description:
It was reported that the patient had lost a lot of weight and the spinal cord stimulator (scs) device was uncomfortable. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Investigation activities: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that the patient had lost a lot of weight and the spinal cord stimulator (scs) device was uncomfortable. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components were not returned.